Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture and anxiety. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and "textured implant" as reason for removal. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and "textured implant" as reason for removal. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: deformation, flat creases, yellow particles. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Visual analysis reported: deformation, flat creases and weight within specification.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, and "textured implant" as reason for removal. Device has been explanted.